Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. Additional information from the field representative indicates that the lead dislodgement was observed during left ventricular (lv) lead revision. No additional adverse patient effects. This lead was successfully replaced. The product was returned for analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. Additional information from the field representative indicates that the lead dislodgement was observed during left ventricular (lv) lead revision. No additional adverse patient effects. This lead was successfully replaced. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement.